Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This report of a check patient line was not confirmed due to lack of sample. A batch review was not performed as lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's (B)(4) regarding check patient line alarm, which occurred on the homechoice (hc) during use during initial drain. The baxter technical service representative (tsr) had the home patient (hp) close and open the transfer set 3 times, move the clamp and rub the line, pull up on the lines, check the lines for fibrin or air and then press go. The hp stated that there were large bubbles in the patient line. The tsr recommended that the hp end therapy and start over with new supplies. The tsr then walked the hp through ending the therapy early procedure. The hp ended the therapy and would start over with new supplies. (B)(4) contacted the caregiver (cg) on (B)(6) 2011 regarding the alarm. The cg stated that the issue was resolved by starting over with new supplies. However the cause of the air in the line remained unknown. The hp verified that there were no loose connections, disconnections or defects on the supplies. The cg stated that she did find a small part of the line stuck in the corner of the door. She did pull it out. Per cg, the hp did not receive any injury or medical intervention as a result of this incident. The cg stated that the hp is doing fine and continuing therapy without issues. The cg stated that she had discarded the supplies after therapy and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.